Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that customer was unresponsive due to low blood glucose. Blood glucose reading was unknown at the time of incident and blood glucose values was 225 mg/dl at the time of call. Customer was treated with glucose tablet for their low. The customer did not alleged that insulin pump was over delivering insulin. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room nor admitted into hospital. The insulin pump will not be returned for analysis.